Event description:
It was reported that the patient's implantable neurostimulator (ins) and lead were explanted because the patient found the stimulation "annoying, bothersome" and said it didn't work. The patient noted that they experienced 50% pain relief with their trial system and that a laminectomy was necessary to explant the lead. The patient was programmed "a few" times but x-rays were not taken prior to explant. It was also noted that the patient did not know of any issues with the workmanship or the materials of the device and was never told that it was not functioning. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; product type lead, product ID 37752, serial # (B)(4); product type recharger product ID 37743, serial # (B)(4); product type programmer.